Event description:
The generator was received for analysis. Product analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. The reported ¿detachment of header¿ allegation, was confirmed in the lab. A window was cut into the can and test leads were attached to the output connections for monitoring of the device and for testing purposes. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Other than the header anomaly, there was no abnormal performance or any other type of adverse condition found with the generator. The cause of the header detachment could not be determined in analysis. Examination did not reveal body fluid remnants on the can, which would indicate partial separation during the implant period.

Event description:
It was reported that the patient was having difficulty with his vns causing pain and some erratic readings. The neurologist notified the surgeon and they wanted him to be seen urgently and possibly have surgery. The patient¿s generator was explanted. Further information was provided that the explanted generator appeared to be ¿split in two.¿ from images provided it appears that the header on the generator was detached. It was also stated that the patient had felt infrequent stimulation. Impedance prior to surgery was stated to be within normal limits. Regarding the initial report of pain, it was stated that the pain was infrequent, and felt as if he could hardly feel stimulation and all of sudden felt higher stimulation. The pain was felt at the left chest just under the clavicle. The ¿erratic readings¿ report was referring to the patient¿s infrequent stimulation. The 4000-5000 ohms impedance was verified to be from system diagnostics. The physician believes that the detachment of the header occurred prior to surgery, most likely believed to be due to day to day activity as the patient has lived a ¿hard¿ life. The explant generator has not been received for analysis to date. No additional relevant information has been received.